Event description:
Additional information was received that the lead was extremely difficult to remove from the device header and the lead tip separated from the lead body during removal from the device header. Additionally, testing of the lead on a pacing system analyzer (psa) also noted high out of range pacing impedance measurements greater than 2,000 ohms and high threshold measurements.

Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. The lead was surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.